Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Photos were provided where the unknown iab is shown at the insertion site with blood on its exterior. Further visual examination of the photos revealed that the unknown iab membrane appeared to still be inflated to an unknown degree at the insertion site. An inflated or partially inflated iab may contribute to a difficult removal from the patient. However, since the device was not returned for evaluation, we are unable to determine a root cause for the reported failure. If the device becomes available for return, an updated evaluation will be provided. The evaluation confirmed the reported problem. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Complete event site name: (B)(6). Additional reporter: (B)(6), ICU rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiology fellow decided to turn the console off, leave the patient anti-coagulated, and stated that there may be something wrong with the iab. Prior to turning the pump off, the nurse described the waveform as normal. The pressure indices were: unassisted 84/60, assisted 74/59, augmented 101, map in the 70¿s. The chest film interpreted by the charge nurse, showed the tip at 3rd-4th intercostal spaces (ics). She was aware this is too low but agrees that it is not so low that part of the balloon would be coming out of the insertion site. The texted pictures showed that the catheter was inserted through a sheath. She called because she was concerned that the balloon was left immobile for already longer than 30 min and wanted to assure that this was still the rule although the patient was receiving systemic anticoagulation. She asked about the safety of restarting the pump at this point, and it was explained that clots already formed and could shed off the balloon. It was also noted that the fellow had made some comment regarding not knowing whether the balloon was completely deflated or not. It was explained that the balloon completely deflates on deflation, and the surrounding aortic pressure collapses it if disconnected from the pump. She is going to share information with the fellow that had come to assess the site and had them turn off the pump. She said that the plan is to have the surgical group come to assess the site and determine a plan. She understands that removal is indicated. It was later reported that the iab was was still in place, not pumping. The patient was bleeding elsewhere and had been determined to be ¿comfort care¿. The plan was to take the patient to surgery to remove the balloon, but since he had been deteriorating and made a "do not resuscitate" (dnr), they are not taking him to surgery. The customer was asked whether anyone thought there was a problem with the balloon, and she said she had heard one of the team mention that as a possibility.